Manufacturer narrative:
Concomitant medical products: product ID 97755, serial# (B)(4), product type recharger. Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an internal neurostimulator (ins). It was reported the patient was having difficulty charging their implant. The patient said that this all started within the last month and a half. The patient said that when they are sitting down and charging their implant, the controller says that they have lost connection. The patient also said that they have had to charge their implant more often than they normally do, because the implant just doesn't seem to hold a charge. They said that they stay on the same setting, 5.0v unless they are driving. The patient said they have tried using the recharging belt about 5 times now, but the belt just doesn't seem to work for them. Their implant charging sessions have been taking about 3-4 hours and the rtm get very warm. They reset the controller, and said that there was no visible damage to the controller, battery pack, or rtm. The patient said that their implant battery was at 30% and their controller battery was at 30%. Pss said that they were on group c and that the group was highlighted in green (stimulation on). Pss reviewed best charging practices with the pt. The issue was not resolved. An email was sent to the repair department to replace the rtm.

Manufacturer narrative:
Concomitant medical product: product ID 97755, serial# (B)(6) product type recharger h3: analysis of the recharger (product ID 97755, serial# (B)(6)) found no anomalies. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding an internal neurostimulator (ins). It was reported the patient was having difficulty charging their implant. Pt said that this all started within the last month and a half. Pt said that when they are sitting down and charging their implant, the controller says that they have lost connection. Pt also said that they have had to charge their implant more often than they normally do, because the implant just doesn't seem to hold a charge. Pt said that they stay on the same setting, 5.0v unless they are driving. Pt said they have tried using the intellis recharging belt about 5 times now, but the belt just doesn't seem to work for them. Pt said their implant charging sessions have been taking about 3-4 hours and the rtm get very warm. Pss had pt reset the controller. Pt said that there was no visible damage to the controller, battery pack, or rtm. Pt said that their implant battery was at 30% and their controller battery was at 30%. Pss said that they were on group c and that the group was highlighted in green (stimulation on). Pss reviewed best charging practices with the pt. The issue was not resolved. An email was sent to the repair department to replace the rtm.